Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer and the video baton 2.0 large used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton 2.0 large and confirmed the intermittent image issue. The technical service representative reported that when the video baton 2.0 large was connected to test equipment, there was green static and the monitor intermittently ceased to recognize the blade. It was noted that the lens cover was cracked and there was visible corrosion on the connector. Since the customer had already received a replacement glidescope video baton 2.0 large, the returned device was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the cable.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the baton was giving an intermittent image. The customer was able to isolate the issue to the baton. A delay of a few minutes occurred as a non-verathon direct blade intubation system was obtained. No harm to the patient or user was reported.